Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was part of the (B)(6): during atherectomy of the anterior tibial with the silverhawk sxl , 3 cuts resulted in a perforation requiring balloon tamponade with balloon inflation. The result at conclusion: patent with less than 20% residual narrowing with mild aneurysmal focal area of the at.